Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had error probe not connected. The customer was agitated,completely de-saturated and profound coma. There was patient harm reported.